Manufacturer narrative:
The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 06/06/2022, it was reported by a sales representative via sems that on (B)(6) 2022 during an unknown procedure a ar-300b burr attachment would not capture the burr or spin when hitting foot pedal. Also a ar-200m motor got extremely hot, rags dunked in saline had to be used to hold the overheating handpiece to not burn the surgeons hand. There was no additional information provided. Additional information requested.